Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had change in therapy effect. It was noted that the patient had been urinating constantly, experiencing bowel sx where she just goes without even really knowing, it is very tender where her pump is located, she has shooting pain in her back and pain down her leg. It was reported that symptoms (sx) began over the weekend per patient. It was noted that if the patient did not have her other breakthrough meds she takes she would be in a lot worse shape and thinks she would be going through withdrawal. It was reported that the patient feels like she needs to go to the emergency room (ER) because she does not think her drug infusion system is operating properly but they can never do anything for her at the time of report. It was noted that the patient stated she cannot hear any audible alarms from her pump at the time of report but wishes there was a pump alarm for when there is a cat heter issue. It was reported that the patient¿s next doctor¿s appointment was (B)(6) 2014. It was noted that the patient may just have to go to the ER instead of waiting for their healthcare provider/clinic at the time of report. It was reported that the pump was used to infuse fentanyl, bupivacaine and morphine at the time of report.